Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was crinkled in the package. Through follow up, the customer provided additional information confirming that the optic surface was crinkled and that the haptic was not crinkled. It was also confirmed that the procedure was completed successfully using backup lens with same model and diopter size. There was no patient contact, no serious patient injury, no medical complications, and no surgical intervention. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/23/2017. Device evaluation: visual inspection performed by a qualified inspector using 12x magnification shows the product is lightly contaminated and a lot of dry spots on the lens. This is expected as the lens was transported from a controlled environment during manufacturing to a non-sterile, non-environmentally controlled area. The reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.